Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized for low blood glucose. The blood glucose reading was 27 mg/dl. The customer was treated with dextrose and they found he had pneumonia and believed the low blood glucose to be due to the infection. The insulin pump was not returned or replaced.